Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician was closing the pocket and suddenly the right ventricular lead exhibited loss of capture and high impedance. The physician disconnected and reconnected the lead however the issue was still the same. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing lead impedance and loss of capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.